Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a button error alarm after exposing the insulin pump to moisture. The customer's blood glucose was 181 mg/dl. The customer also reported the alarm persisted after the battery was removed and the insulin pump was left to dry. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted. No moisture damage was found inside the pump. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.